Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer stated that they have noticed that her blood glucose is going high and staying there. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with manual injections and insulin pump. The customer reported that they have a back-up plan available. Based on customer report customer does not allege pump was under delivering. The customer reported insulin exited at the qr. The customer was able to remove or change set at that time. The customer stated that bolus wizard is programmed accurately. The customer wishes to review the most recent bolus history to ensure boluses were accounted for and entered accurately. The insulin pump will not be returned for analysis.